Event description:
The pump was changed because of the pocket. The device system was delivering morphine. No additional information regarding the event was reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j11002r26, implanted: 2002-(B)(6), product type catheter. (B)(4).